Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting high pacing impedance and elevated capture threshold. No interventions were reported. The patient was stable.

Event description:
New information notes the right ventricular lead was capped on 3 dec 2021 and replaced. The patient was stable.